Event description:
It was reported that the main arm of a surgical light broke in-half and fell. Incident occurred at the finish of a surgical case when the staff was preparing to move the pt from the table. Surgical staff confirmed that a total hip surgery was in the room with the use of a clt orthopedic table. Sent tech the next day to evaluate the light. Found broke main arm and also bent main shaft. Physical damage to the light indicates the main arm was either pushed up or pulled down bending the main shaft and eventually breaking the main arm. Installed replacement parts and returned the damaged items to the MFR for evaluation.